Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications did not show up. A technical support specialist confirmed with the customer that the issue had been resolved. The system functioned as intended after the customer confirmed that the issue resolved.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es when pulling medication for a patient the medications did not show up. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.